Event description:
Consumer called to report getting very ill and being taken to the hospital. Plink meter was reading higher than pt actually was. Tested at the hospital and reading was 30-40 points less.